Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation a faradrive sheath was selected for use. During procedure, continuous air was aspirated, and the sheath was not vacuuming inside the pulmonary vein, it was in the middle of the chamber. The sheath was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that during a paroxysmal atrial fibrillation a faradrive sheath was selected for use. During procedure, continuous air was aspirated, and the sheath was not vacuuming inside the pulmonary vein, it was in the middle of the chamber. The sheath was replaced, and procedure was completed without patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted cracks in the stopcock. Microscopic inspection identified cracks present on the sides of the sheath inflow port. Leak testing was performed, and the sheath exhibited leaking (both air ingress and fluid egress) within the stopcock.